Manufacturer narrative:
The exact patient age is unknown. However, the patient is (B)(6). A visual examination of the returned device found that the working length was twisted, the exposed cutting wire was discolored, and the cutting wire appeared to have melted/split the extrusion at the distal pierce hole. Further analysis of the split extrusion revealed that the distal pierce hole was elongated proximally to 7mm, which does not meet the pierce hole elongation specification of 1mm. The split extrusion caused the cut wire anchor to slide proximally from the distal pierce hole and alter the exposed cutting wire length to become shorter, measuring approximately 12 mm with the handle retracted. A functional evaluation found that the device does not meet the bowing specification of 90 degree minimum due to the melted extrusion and the altered exposed cutting wire length. The condition of the returned incident device was consistent with the complaint that the device failed to bow. During manufacturing, the sphincterotome devices are 100% inspected and the melted/split extrusion, is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot number. The device history record review found that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of stones within the common bile duct. According to the complainant, during the procedure, the device was positioned within the duodenum at the papilla but the device failed to bow. No visible damage was noted to the device. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results that extrusion was "melted/split."